Event description:
The patient reported to philips that while using the dreamstation 2 the unit was dry and they have a burning smell. But up on the investigation from the manufacturer, and it was found that there were signs of water ingress on the blower motor. There was an unknown dust contaminate on the filter port. There were no signs of burning smell or unit dry. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.